Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient may undergo surgical intervention to revise their lead for an unknown reason. No further information is available at this time.